Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a therapeutic stone retrieval procedure occurred on (B)(6), 2007. During the procedure one of the wires of the basket of our stone retrieval device detached in the patient's right ureter. The physician was able to retrieve the broken wire through the scope. The procedure was completed with another zero tip retrieval basket successfully. No patient complication sustained as a result of the wire break and detachment.

Event description:
Caller reported blood glucose results of 112 mg/dl on compact plus system and 269 mg/dl on advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips.